Manufacturer narrative:
The oad was received without the original guide wire. The initial visual and tactile examination revealed that the crown was detached and missing from the driveshaft. Examination of the bond site revealed solder residue flow around the driveshaft filars in this area, indicating that the crown had been soldered to the driveshaft. The distal tip bushing remained intact and undamaged. Biological material was observed on the driveshaft and in the area of the missing crown. The driveshaft length was measured and met the drawing specification. The driveshaft was sent for scanning electron microscope (sem) analysis. Sem analysis confirmed the presence of solder residue on the driveshaft in the location that the crown would have been bonded during manufacturing. An in-house 0.012" test wire was loaded through the driveshaft of the device without issue. When tested, the device spun at low and high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities observed. At the conclusion of the failure analysis investigation, the root cause of the slow flow event could not be determined. The root cause of the radiopaque speck that was observed during the procedure also could not be determined. Analysis revealed that the crown was dislodged and missing from the bond location on the driveshaft; however, the crown bond site on the driveshaft revealed adequate amounts of solder. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Manufacturer narrative:
Device analysis. Failure analysis of the device is not yet completed. A supplemental report will be submitted with the failure analysis results. (B)(4). Evaluation in process.

Event description:
It was reported that during a coronary orbital atherectomy procedure, slow flow was observed after using a csi orbital atherectomy device (oad). The target lesion was 90% stenotic and was located in the mid-left anterior descending (lad) artery. The physician used a 6fr introducer sheath, ikari 3.5 guide catheter and an abbott bmw guide wire to access the lesion. The bmw wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed 16 runs at low speed for a total of 300 seconds and then performed two runs at high speed for a total of 40 seconds. During the final run at high speed, the device made a high pitched sound and it appeared to jump proximally. At that point, a small radiopaque spot appeared in a diagonal branch off of the lad. The oad was removed and follow-up angiography revealed slow flow, which was resolved by exchanging the viperwire for a bmw wire and administering vasodilation medication. A 3.0x24mm stent was deployed in the lad and fully expanded at 11atms. No additional complications were noted, but the radiopaque spot still remained during final angiography. It was estimated that the size of the radiopaque spot was 1.5mm, similar to a pinhead. The patient status remained stable throughout the procedure. All devices, guide wires and catheters were thoroughly examined post-procedure and all components were determined to be accounted for. Requests for additional information have been made, but none has yet been received.